Manufacturer narrative:
Concomitant devices: medikit sheath 7f 11cm. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate after the percutaneous coronary intervention (pci) procedure and during deployment of the plug, the pulsatile flow from bleed back indicator was observed stronger than usual and didn¿t significantly slow down. In addition, the indicator changed to black-black at the wrong time. However hemostasis was achieved without any issue. The target lesion was unknown. The procedure used a retrograde approach. Approach was made by a 7f long unknown sheath. After the pci, the long sheath was exchanged for a 7f 11cm medikit short sheath. The exoseal vcd was prepped according to IFU instructions. The exoseal was inserted into the sheath introducer. The vascular sheath introducer was locked against the handle assembly and an audible click was heard. Then the exoseal with the sheath introducer was retracted as a unit. However, the pulsatile flow from bleed back indicator was observed stronger than usual and it didn't significantly slow down. Then the indicator window changed to black-black pattern, so the physician depressed the deployment button although the pulsatile flow was observed. Hemostasis was achieved without any issue. The physician did not have his thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. There was no bleeding complication occurred during and after the procedure. There was no reported patient injury. The product was clinically used, and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Further details are not available and additional reports will not be forthcoming.

Manufacturer narrative:
During use of an exoseal device for vascular closure, the bleed back indicator did not slow/stopped when the indicator window changed to black/black. The plug was deployed successfully and hemostasis was achieved. There was no patient injury. The exoseal (7fr: complaint product) was used for hemostasis after pci the target lesion was unknown. Retrograde approach was made by a 7f long sheath (detail unknown). After the pci, the long sheath was exchanged for a short sheath (7f/11cm, medikit). The exoseal was prepped according to IFU instructions. The exoseal was inserted into the sheath introducer and an audible click was heard. The exoseal with the sheath introducer was retracted as a unit. However, the pulsatile flow from bleed back indicator was observed stronger than usual, and it didn't significantly slow. The physician did not have his thumb placed on the plug deployment button during retraction. Then, the indicator window changed to black-black pattern, so the physician depressed the deployment button although the pulsatile flow was observed. The indicator window did not show any red color during retraction. Hemostasis was achieved without any issue. There was no bleeding complication occurred during and after the procedure. There was no reported patient injury. One non-sterile 7f exoseal was received inside a plastic bag. The deployment lever was fully depressed. The indicator window was received in black/white and red position. The guard was depressed. The indicator wire was retracted. The plug was not received with the returned device. The plunger disc was received aligned to delivery shaft end. There were blood residues observed in the returned device. Unknown catheter sheath introducer was received with returned device. No anomalies were observed in the returned device. Internals components and mechanism were analyzed and not blockages or damages detected. Indicator window changed in different positions black-on-black, black-on-white and black/white/red position with expected during functional test. Function test was performed (using bench top test model); water was injected trough ¿delivery shaft bleed-back port¿ and went out trough ¿pi collar bleed-back indicator tube¿ bleed -back signal is present and diminished during retraction using the simulated bench top test model. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU procedural steps 6 and 7 indicate: 6. Observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed- back indicator, discontinue the procedure. 7. While holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. It is advised in the exoseal guide to success that once you see the black-black indicator window immediately deploy the device and do not hesitate. Waiting too long before deployment can be a reason for seeing bleed-back again as blood sips from the side of the exoseal. This effect is more or less pronounced depending on the patient¿s blood pressure and level of anticoagulation. The failure bleed-back indicator bleed back- no reduction in flow reported by the customer could not be confirmed; since functional test was successfully performed (the water passed through delivery shaft and went out through pi collar, diminished during retraction using the simulated bench top test model). The failure indicator window incorrect indication could not be confirmed; since indicator window change in different positions during functional test. The cause of the failures could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.